Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised for suspected infection. A poly swap was done. Other than the provided revision usage sheet, no further information will be released by the hospital or surgeon.